Manufacturer narrative:
Bottle 8 (alcohol) was replaced and the corresponding reagent station reset prior to commencement of the protocol from which suboptimal tissue processing was reported. Re-setting a reagent station sets the concentration to the default value configured in the reagent types definitions, an alternative value configured in the reagent types definitions, unless an alterative value entered by the user; and resets the number of cassettes processed and the number of cycles and days to zero. Although, the user affirmed in the instrument software that the default concentration of 100% was to be set for bottle 8 (alcohol), info provided by the complainant indicated that the actual alcohol concentration was 70% because the user erroneously set the default concentration of 100% in the instrument software. Bottle 8 was used for the first time in the final dehydration step of the protocol from which sub-optimal tissue processing was reported, because the instrument software uses reagent concentration to select reagent stations when executing the protocol, and the reagent concentration for ethanol is 98%. The consequence of using alcohol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps and contamination of reagents used in subsequent steps, ultimately resulting in the sub-optimal tissue processing reported. The root cause for the sub-optimal tissue processing reported was a user error which occurred during the replacement of bottle 8 completed prior to commencement of the affected protocol.

Event description:
Leica biosystems rec'd a complaint regarding sub-optimal processing of tissue in 250 blocks from nine (9) pts. Preliminary info provided by the complaint indicates that during the manual reagent replacement process, a user erroneously affirmed in the instrument software that the default concentration of 100% was to be set when the reagent in the bottle involved was actually 70%. On (B)(6) 2013, leica biosystems rec'd info that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.